Manufacturer narrative:
A product investigation was completed: the microscopic investigation of the complained screw shows the there is no breakage of the tip. It is obvious that the tip is rounded. This deformation typically when the tip touched the hard bone during insertion with high force. Therefore we determine this damage as caused by the user during excessive insertion. No product fault could be identified. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturing review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw was inserted into a patient's bone. When the surgeon attempted to remove the screw to change insertion position, the tip broke. No fragments were left in the patient and no surgical delay was reported. This report is 1 of 1 for (B)(4).